Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer was called and he indicated that he was receiving low predictive alerts and the sensor readings were not accurate. The customer stated that the sensor was reading 47 mg/dl but his blood glucose was 102 mg/dl. He fell asleep and didn't hear that the insulin pump alarmed threshold suspend and when he woke up his blood glucose level was 352 mg/dl. He stated that this was the only night he had discrepancies. Troubleshooting was not performed. The device will not be returned for analysis.